Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging an unknown issue with her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not specify when the alleged issue began. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). At the time of the alleged issue, the patient stated she decreased her dose of medication (amount not clear). The patient claimed she does not remember if she developed any symptoms. However, at an unspecified time, the patient stated she treated self with a glucagon injection. At the time of troubleshooting, the cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury and there is no evidence of a delay in treatment due to the reported issue. However, this complaint is being reported because the alleged unknown issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k073231.

Event description:
The customer reported that they noticed wash solutions a and b were connected incorrectly. No erroneous results were reported.